Event description:
New information received noted continued high defibrillation impedance. Defibrillation threshold testing was unsuccessful due to failure to convert rhythm. The patient was in stable condition.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance. Fracture was suspected. No intervention was reported. The patient was stable and asymptomatic.